Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: at 0200 hours, the bbraun infusion pump began alarming due to an upstream occlusion for norepinephrine #1. Upon inspection, the line tubing was found to be clear of any obstructions. However, after one minute, the pump alarmed again for the same issue. Norepinephrine #2 was increased while norepinephrine #1 was switched to a different bbraun infusion pump. At 0210 hours, the bbraun pump alarmed once more, this time indicating a downstream occlusion, leading to the interruption of norepinephrine #1. The patient's mean arterial pressure (map) dropped to the 30-40 range. The charge nurse and physician were notified. A new bag of norepinephrine #1 was hung and connected to another bbraun infusion pump. The physician administered 50 mcg of epinephrine, and vasopressin was initiated as per the physician's orders.